Manufacturer narrative:
Insufficient information provided and at this time we are unable to confirm if the device caused or contributed to a serious injury. If further information becomes available a follow-up report will be submitted.

Event description:
Patient with inflammatory wound after blepharoplasty procedure.